Event description:
Additional information received indicates the ipg did not contribute to the event. As such, the ipg is no longer deemed reportable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's system was explanted in (B)(6) 2019. Reason and exact date of explant is unknown.